Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges pain, discomfort and multiple dislocations. It is also alleged that during surgery, it was discovered that there was necrosis of the tissue and bone loss. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation, alval, and loose acetabular shell. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1898778 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 1934417 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.